Event description:
Caller reported a cgm error 42 during a sensor session with a g7 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and guided the caller through the reset, resolving the issue as the error code did not reappear, allowing the caller to successfully start their sensor session.